Event description:
According to literature article from oxford university press, aesthetic surgery journal article titled, "complications of cryolipolysis: paradoxical adipose hyperplasia (pah) and beyond" it was reported which discussed five patients with various complications of cryolipolysis and this case is for patient 2. Patient 2 was treated with coolsculpting in (B)(6) 2016 to the abdomen, flanks, and mid-back and developed paradoxical hyperplasia (pah/ph.

Manufacturer narrative:
Article citation: oxford university press, aesthetic surgery journal article titled, " complications of cryolipolysis: paradoxical adipose hyperplasia (pah) and beyond" (publish date: 12-july-2019). This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.